Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the lead incision site. As such, surgical intervention took place on (B)(6) 2024 where in the entire system was explanted to address the issue. Patient was hospitalized and was prescribed with antibiotics to treat the infection.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.